Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Physician reports histological evidence of alcl. Histopathological markers confirming alcl have not been received. It is unknown if the device has been explanted. The side is unknown.